Event description:
Initially, the customer reported high blood glucose. The customer treated her glucose level with manual injections and her glucose level did not get any better. Customer called back and reported high and low blood glucose. The customer stated that the paramedics were called out, but she was able to treat her sugar level with honey before paramedic's arrival.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.